Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have the main tube broken. A piece measuring proximately 0.096¿ x 0.275¿ was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument could not be placed on an in-house system for any functional testing due to the inability to feed through the cannula.

Event description:
It was reported during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the maryland bipolar forceps instrument was bent at the wrist and was unable to be manipulated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.